Manufacturer narrative:
Refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that while using the side-firing surgical fiber during a prostrate procedure at 4 minutes, 12 seconds and 19430 joules of use, forward-firing and diminished tissue vaporization efficiency were observed. The procedure was completed using a second fiber. Patient outcome: "no damages to the patient."